Event description:
The account reported the nurse call does not function. The bed was located in the 3rd floor hallway at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
No further info is available on the repair of the bed at this time. A f/u report will be sent once this info becomes available.